Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, malposition, bone resorption, or excessive, unusual and/or awkward movement and/or activity." The following sections could not be completed with the limited information provided. Expiration date & lot number- unknown. Date implanted - 1998. Manufacture date ¿ unknown.

Event description:
It was reported patient underwent a left total hip arthroplasty in 1998. Subsequently, patient was revised on (B)(6) 2014, due to a loosened acetabular cup. The modular head and acetabular cup were removed and replaced.